Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 where it was noted that the patient's right ventricular lead defibrillation impedance was low and out of range, despite still being capable of delivering a shock. The lead was explanted and replaced on (B)(6) 2021. The patient was recovering post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.